Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that on (B)(6) 2017, there were four incidents where ER staff from different shifts experienced a safety malfunction with a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. After blood was drawn, the staff members pressed the safety activation button and the needle did not retract or only partially retracted and almost caused one needle stick injury. It was also reported that the back end luer is tight and hard to take off to attach a syringe and this also almost caused a needle stick injury. However, there was no report of injury or medical intervention.

Manufacturer narrative:
Results: 130 unused samples were returned for evaluation. All samples were evaluated for IV needle retraction and lock-out. There were no defects identified. Additionally, no IV needle retraction and log-out failures were identified. A DHR review is not required as part of this investigation. Conclusion: an absolute root cause for this incident cannot be determined. However, bd is aware of a low level of complaints for partial/no IV needle retraction and have taken actions of remediation. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.